Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip xtr clip delivery system, april 18th 2019, recall filed under medwatch # 2024168-2019-03206.

Event description:
This is filed to report pre-mature clip deployment and clip opening. It was reported that this was a mitraclip procedure performed to treat mitral regurgitation (mr) with grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and during deployment, while turning the actuator knob (6th turn), the clip deployed itself. After the clip deployed, the clip opened to 60 degrees. The mr returned to 4+; however, the clip was confirmed to be stable on the leaflets. A second cds was advanced to further reduce mr. The second clip was deployed successfully, reducing mr to 2-3. Two clips implanted during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue at this time. All available information was investigated and a definitive cause for the reported unintended movement and premature deployment could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.